Event description:
In 2006, clinician called in a complaint stating that approximately 10 of his patients, or 75% of his paitents treated with bone ceramic have had infections. The clinician said the 6-7 months after the bone ceramic is placed, the particles are still loosely in the site, they have not been incorporated by the body at all. The clinician states that he has to scoop the particles out and re-graft with another material. The clinician no longer has the product. He will ask his staff to gather as much information as they can. He wants to know if there are other clinicians who have had this issue. On 10/23/06 clinician porivded additionalpatient information for this patient along with information on 5 other patients. The patient was treated in 2006 and informatio on additional patients will be forthcoming.

Manufacturer narrative:
The manufacturer completed an analysis of the product DHR and has determined that it has met it's specifications. No reports from other clinicians have been received for this problem.